Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's grandmother stated that the customer was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose levels were over 500 mg/dl. The customer's grandmother stated that prior to the event the insulin pump had alarmed button error and the buttons were not responding. Troubleshooting was performed, and after replacing the battery, the buttons responded normally. However, at the time of the event the buttons were unresponsive again. Nothing further was reported.